Manufacturer narrative:
Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 43-year-old caucasian female who underwent breast augmentation revision with a 500cc mentor memorygel breast implant experienced spontaneous right sided rupture post procedure. The rupture was discovered during explant. Explant was performed on (B)(6) 2023.

Manufacturer narrative:
Additional information was received on march 9, 2023. In addition to the right sided reported initially the patient also experienced symptoms of left sided capsular contracture post procedure. Replacement with unspecified implants was performed with explant. This report relates to the right prosthesis. See 1645337-2023-03663 for contralateral prosthesis report. Manufacturer¿s reference number: (B)(4).